Event description:
Additional information was received via a consumer. The patient¿s pump had been alarming / beeping since she has not been able to refill the pump. The sound heard was consistent with a pump alarm. The patient had missed a scheduled refill and she was looking to find the nearest physicians in cummington, massachusetts. The patient could feel every joint in her body, and it was not comfortable, especially in the morning and they had been treating her with "virtol" (presumed vivitrol) shots. The date of the event was described as having occurred three weeks ago in 2019. It was noted that the patient had morphine in her pump at 20 cc's. The reporter inquired if physician would have access to the patient¿s medical records and if emergency rooms would be able to fill the pump. It was further indicated that the patient was in a mental health facility and the email was for her. Patient services reviewed the information and physician listings within 200 miles of cummington were sent to the patient. On (B)(6) 2019 the patient¿s mother reported that the patient was in and out of state rehab facility for addiction reasons and because of addiction the patient missed her refill which was about 3 weeks ago, and the pump is alarming. It was noted that it was their understanding that manufacturer representatives were contacted; however, no one had yet come to the rehab facility regarding the alarm. It was further noted that the facility has agreed to take patient to an alternate facility for refill now that they have a better understanding of the pump. On (B)(6) 2019 it was reported that the patient would like the pump to be shut off. They were redirected to the national answering service to have a company representative come out to shut off the pump.

Manufacturer narrative:
The previously applied patient code (B)(6) is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the pump was alarming every few minutes with the dual tone. The alarm occurred about two weeks ago (relative to the date of report), in (B)(6) 2019. The patient reportedly missed a scheduled refill and was to follow-up with a healthcare provider. No patient symptoms were reported and no further complications were reported or anticipated.